Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4081457. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2024, at 14:00, (B)(6) was puncturing a child with an intravenous indwelling needle when blood flowed out of the end of the needle after withdrawing the needle core, and the needle was immediately withdrawn and re-punctured. Check the indwelling needle number to report the adverse event.

Manufacturer narrative:
1. DHR/bhr review lot#: 4081457. 1. The products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 800mm simulated clinical leakage test and 45psi leakage test. The tests are all passed, and no leakage is found at the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.